Event description:
While doing a left shoulder arthroscopy, the arthrocare wand came apart in the patient. The physician was unable to remove the small ball-bearing that fell into the patient and elected to leave it in.